Manufacturer narrative:
The lot number of the involved dialyzer was not provided by the customer. The distribution list for this customer determined that 3 lots (c414206301, c415200101, and c415201101) of revaclear max was distributed to this account. Review of the lot history record related to these 3 lots confirmed there were no quality or manufacturing issue related to blood leaks. The root cause of the reported blood leak alarms is not known, however, it is suspected to be related to the mechanical thrombectomy performed on the patient¿s av fistula clots.

Event description:
A patient sustained an estimated blood loss of 504 ml following three consecutive "blood detected" alarms that occurred immediately after beginning a dialysis treatment. Following the alarms, the blood in the extracorporeal circuit was not returned to the patient. The patient had undergone a mechanical thrombectomy of his av fistula an hour prior to the dialysis treatment and it was the opinion of the treating physician that the patient experienced lysed blood cells as a result of this procedure.